Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-08-07. The patient reported that they were not getting enough stimulation in the right groin area. The patient reported that it was unknown what led to the trouble/problem. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and multiple back operations. It was reported that the patient had trouble/ a problem 1.5- 2 years ago; where they didn't know if a lead had come loose. The patient met with a manufacturer's representative (rep) and reprogrammed the device and had done a good job and the device was working. No further complications were reported or anticipated.